Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed dat test at 0.08725 inches. No delivery anomalies, bolus stopped alarm or unexpected insulin flow stopped alarms noted. Unit received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was no longer giving insulin and was broken. The customer's blood glucose level was 69 mg/dl. The customer also reported that the insulin pump received insulin flow block alarm. The customer was unable to troubleshoot. The device will be returned for analysis.